Event description:
Caller tested >8.0 inr on the coaguchek xs system while a comparison lab returned as 6.0 inr. Patient's coumadin was held for 3 days based on the lab result. No adverse event reported. Requested return of suspect system, however, the suspect strips are no longer available. Replacements were sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.